Manufacturer narrative:
\The initial report indicated a multifocal iol model. The corrected/additional information received indicates a multifocal toric iol model that is not sold in the us. If the additional information regarding the lens model had been received prior to the initial report the event would not have been reportable to the FDA. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, a patient developed inflammation in the anterior chamber. There was inflammation after four to seven days and the patient experienced discomfort with pain and could not see in front. The inflammation was resolved after the anterior chamber was washed and antibiotic were applied. Additional information has been requested.